Event description:
It was reported that during the procedure, the set screw was failed to be tighten and caused the lead coming out from the atrial port. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened was confirmed. Analysis revealed the user of the wrench was partially inserting the torque wrench into the setscrew inset which is incorrect wrench insertion. The problem in the field is related to the user¿s incorrect use of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.